Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer decided to use multiple daily injections as a backup therapy. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, sending a replacement with updated software. The caller was informed about the process and provided instructions for returning the faulty pump, which they acknowledged and understood.